Event description:
It was reported that an asahi gladius 14 guide wire was used for a percutaneous coronary intervention (pci) to treat a heavily tortuous, heavily calcified chronic total occlusion (cto) in the posterior tibial artery. The gladius 14 guide wire crossed the heavily calcified cto with the wire looped. The tip of the gladius 14 guide wire was deformed in a knot-like shape and could not be pulled back into a catheter. The guide wire and the catheter were removed together to restart without meeting resistance. The tip of the gladius 14 guide wire was retained within the calcified occlusion. Angiography showed unravelled wire fragment, which was about 6cm in length. Attempts to cross the lesion for angioplasty, to allow removal of the wire fragment by snaring or trawling, were unsuccessful. It was informed that there was no adverse patient effect associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported gladius 14 guide wire was returned for evaluation. The outer coil of the returned guide wire was found elongated for approximately 40mm from the distal mid solder (set at 27mm from the tip) and then fractured. The distal ball tip was missing. At approximately 3mm distal to the distal mid solder, the core wire was found fractured. The polymer jacket was torn off at approximately 10mm distal to the distal mid solder. Microscopic observation of the core wire fracture end found that the core wire was bent and twisted and had a flat fracture surface, indicating that torsion had most likely contributed to the core wire fracture. Microscopic observation of the outer coil fracture end found that the coil wire was twisted due to torsion generated most likely when the outer coil was pulled and straightened and the fracture end was necked due to tensile stress. Measurement of the returned guide wire suggested that approximately 24mm of wire tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the gladius 14 guide wire while the wire tip was trapped due to tortuous vessel and/or the heavily calcified lesion, fracturing the core wire. Further applied tensile stress generated with wire removal then caused the outer coil to be elongated and eventually fractured. It was concluded that the reported event was not attributed to the product quality. No CAPA will be taken. The instructions for use (IFU) states: [warnings] observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. Never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. [Otherwise, damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse effects] separation of the guide wire.